Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 3 radiographs of the right shoulder demonstrate a reverse-type right shoulder arthroplasty. Image quality is limited and the entire humeral implant is not included. There is no evidence of a dislocation or osseous fracture. On the first image from the right, there is an abnormally angulated glenoid fixation screw that appears fractured. There is a small amount of lucency at the osseous margin of the glenoid base plate. The visualized humeral implant shows normal fit and the overall arthroplasty alignment is maintained. Bone quality is osteopenic. Medical records were translated and review identified loosening of the glenoid components with broken screw shoulder on the right. Severe omarthrosis with posterior glenoid erosion and chronic supraspinatus rupture on the right. Arterille hypertension 3rd st.n. Glottis ca 2015 and recurrence 2018, radiotherapy usz, postactinic laryngitis. The patient reports an increase in pain in the last few weeks, so that he is very painful both at rest and during beta treatment. Novalgin and olfen are currently taken regularly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; b4; b5; b7; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#00434903611; lot# 64367752; glenosphere 36 mm diameter. Item# 0104223042; lot# 2985867; anatomical shoulder reverse, screw system, 4.5-42. Item# 0104223036; lot# 3006651; anatomical shoulder reverse, screw system, 4.5-36. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to loosening of the tm glenoid baseplate with screw fracture. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.